Event description:
The customer reported poor image quality and a low ma error message. No pt injury was reported.

Manufacturer narrative:
The svc rep reloaded the cal files, tested battery voltage and ohmed out x-ray tube and could not duplicate the problem. System functioning as intended.